Event description:
Approx one month after implantation of the subject device, high lead impedance (>3000 ohms) and exit block in the ventricular channel were reported. The subject pacemaker was implanted due to sick sinus syndrome, and post-operative control indicated normal impedance of the associated lead. It was also reported that device memory indicated that it started 2 weeks after implantation, and x-rays shows normal lead position. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.